Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the first device was loading the clips sideways. Another device pulled and the clips were scissoring. The second device worked well enough to complete the case. There was no pt consequence.